Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device was inaccurate. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. The unit powered on and off using both battery power and ac power but the lcd did not power on. Measurements were able to be displayed when docked to a root. The customer lcd was installed into a known good unit. The display did not power on. The device passed both manual and preset simulation tests and no product performance issue identified related to spo2 and pulse rate. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event., corrected data: updated: d1 brand name from ¿root" to ¿radical-7 handheld".. D2 common device name from: ¿monitor, physiological, patient (without arrhythmia detection or alarms)" to ¿oximeter". Product code from ¿mwi" to ¿dqa". D4 model from ¿26223" to ¿25054"; catalog # from ¿9515" to ¿9500"; serial # from ¿(B)(6)" to ¿(B)(6)". Unique identifier from ¿(B)(4)" to ¿(B)(4)". D11 concomintant medical products from a blank field to ¿root". H4 device manufacture date from ¿11/29/2017" to ¿07/02/2018".

Event description:
The customer reported the device was inaccurate. No consequences or impact to patient were reported.